Event description:
It was reported that when using the bd pyxis¿ medstation¿ es refrigerator door failed and displayed a required maintenance error message. The customer attempted to recover the refrigerator and reboot the station; however, the issue persists and the refrigerator door remained in a failed state.the customer stated that there was a delay in patient care.there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number.a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number.a review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-jul-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue.a review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-jul-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue.upon investigation of the actual device used in this incident, it was determined that the system remote manager (rm) refrigerator hardware failed. A field service engineer (fse) found that the remote manager latch was intermittently not releasing the refrigerator door. Although the issue could not be consistently reproduced during testing, the fse proceeded to reconnect all connections to the latch and the associated board. The customer then tested the unit and confirmed proper functionality, resolving the issue. The system functioned as intended after the field service engineer repaired the device.